Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 4 months after the dental implant and bridge were placed in ada site 7 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 4 months after the dental implant and bridge were placed in ada site 7 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).